Event description:
It was reported that the patient with spinal stenosis underwent minimally invasive surgery for implant of posterior fixation at l4-l5. After placing the pedicle screws and rods and breaking off the setscrews, the surgeon noticed the rod had not gone through the head of the pedicle screw at right l5. He went to an open procedure and replaced the pedicle screw at right l5. Reportedly, the patient's right l5 pedicle was broken during the procedure.

Manufacturer narrative:
Neither device nor applicable imaging studies were returned for evaluation. We are unable to determine the cause of the event. This device catalog number is not approved for use in the united states; however, a like device catalog number 86747535, is cleared in the united states.